Event description:
This MDR is being filed in accordance with the additional reporting conditions included in cepheid's emergency use authorization (eua) for this assay. In addition to the existing reporting requirements under the MDR regulation (21 cfr 803), FDA's eua authorization letter requires cepheid to report to FDA any suspected occurrence of false positive and false negative results and significant deviations from the established performance characteristics of the product. Us customer contacted cepheid to discuss patient results for xpert xpress sars-cov-2 tested on the genexpert instrument. Customer collected samples from a patient with symptoms of covid-19. Sample-1 was collected on (B)(6) 2021 and tested same day using xpert xpress sars-cov-2 and the result was sars-cov-2 presumptive positive. Sample-1-retest-1 was on the same day (B)(6) 2021 using xpert xpress sars-cov-2 and the result was sars-cov-2 presumptive positive. Sample-1 was also tested on (B)(6) 2021 using genmark eplex rp2 panel and the result was sars-cov-2 negative. Sample-2 was collected (B)(6) 2021 and tested using xpert xpress sars-cov-2 resulting in sars-cov-2 negative. Results were reported to physician. Review of data provided by the customer showed no evidence of product malfunction.

Manufacturer narrative:
This MDR is being filed in accordance with the additional reporting conditions included in cepheid's emergency use authorization (eua) for this assay. In addition to the existing reporting requirements under the MDR regulation (21 cfr 803), FDA's eua authorization letter requires cepheid to report to FDA any suspected occurrence of false positive and false negative results and significant deviations from the established performance characteristics of the product. Us customer contacted cepheid to discuss patient results for xpert xpress sars-cov-2 tested on the genexpert instrument. Customer collected samples from a patient with symptoms of covid-19. Sample-1 was collected on (B)(6) 2021 and tested same day using xpert xpress sars-cov-2 and the result was sars-cov-2 presumptive positive. Sample-1-retest-1 was on the same day (B)(6) 2021 using xpert xpress sars-cov-2 and the result was sars-cov-2 presumptive positive. Sample-1 was also tested on (B)(6) 2021 using genmark eplex rp2 panel and the result was sars-cov-2 negative. Sample-2 was collected (B)(6) 2021 and tested using xpert xpress sars-cov-2 resulting in sars-cov-2 negative. Results were also reported to physician. Review of data provided by the customer showed no evidence of product malfunction. Cepheid's patient safety board reviewed the case and the data provided by the customer. Review of all xpert xpress sars-cov-2 tests show normal amplification curves and normal epf values. Discrepancy due to sample quality or variability. Given symptomatic presentation of patient, sample collection was during early stage of infection where weak CT values are observed. All tests show no evidence of product malfunction. There was no known deterioration of health. As per section 3 of xpert xpress sars-cov-2 eua IFU; "negative results do not preclude sars-cov-2 infection and should not be used as the sole basis for treatment or other patient management decisions. Negative results must be combined with clinical observations, patient history, and epidemiological information." Device evaluated by manufacturer - answer of no is due to the single use of the xpert xpress sars-cov-2 test and the unavailability of that product lot to be returned to cepheid.